Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a low sensor scan of 41 mg/dl when compared to an hcp meter result of 219 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced symptoms of headache, fatigue, hard time staying awake, altered mental status, unsteady, dizziness, and a loss of consciousness. The customer¿s wife, who is a healthcare provider provided 7 tubes of sugars and the paramedics were called. Upon their arrival, the customer was administered an unspecified IV as a treatment for the diagnosis of hyperglycemia and the customer was monitored until the customer's blood glucose stabilized. Reportedly, an hcp meter result of 357 mg/dl was obtained in comparison to the sensor scan of 98 mg/dl. No further information was reported. There was no report of death or permanent injury associated with this event.